Manufacturer narrative:
Other relevant device(s) are: product ID: 9735850, serial/lot : none. A medtronic representative went to the site to perform a system check out and they found that the camera cart usb port was not working. The usb port was replaced to resolve the issue. The usb cable was returned for product analysis. The returned usb cable has no apparent physical damage, but a continuity test showed pin 3 shorting to the shield. B01, c02, d02 are applicable to the system checkout and the product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the single usb port on the camera cart was damaged and would not read usbs. This issue was noted outside of a procedure, and there was no patient involvement. 2021-mar-15 e1(rep): no new information.